Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 16-jul-2024. Investigation summary material #: 364314. Lot/batch #: 3179532. Bd received 1 sample and 1 photo for investigation. The sample and photo were reviewed and the customer¿s indicated failure mode for foreign matter - hair was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter - hair. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while preparing to use a bd preset¿ arterial blood collection syringe, a hair was found inside the syringe barrel. The device was replaced. No impact was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while preparing to use a bd preset¿ arterial blood collection syringe, a hair was found inside the syringe barrel. The device was replaced. No impact was reported.